Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that daughter's insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The insulin pump will be returned for analysis.